Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the infusion set was changed prior to the report. Additionally, it was reported that the pump fill estimate was inaccurate. Blood glucose was 298 mg/dl. Reportedly, customer declined to reload the cartridge.